Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an unexpected pump error 60 alarm and the customer had a high. Blood glucose value was 523 mg/dl at the time of the incident. No troubleshooting for the high blood glucose value was performed because the customer declined. The customer cleared the pump error 60 alarm. Nothing will be replaced or returned.